Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in patient coincident with extraneal viaflex, physioneal 40 unknown bag, and nutrineal pd4 unknown bag therapies for continuous ambulatory peritoneal dialysis (capd). Action taken with extraneal viaflex, physioneal 40 unknown bag and nutrineal pd4 unknown bag therapies was unknown. On (B)(6) 2009, the subject experienced bacterial peritonitis. Treatment was not reported. On an unreported date the patient recovered from the peritonitis. An opinion of causality was not reported. This event was taken from a study, (B)(4), which was sponsored by baxter. The protocol number was (B)(4) with a subject number of (B)(6) .

Manufacturer narrative:
(B)(4).. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.